Event description:
Pt is a (B)(6) male who had a heartmate ii vad places in (B)(6) 2010. During his routine visit on (B)(6) 2011, the pt was noted to have suck down with the power module with the grounded wire. The pt was admitted to (B)(6) hospital that day. Pt had high resolution x-rays done which no fracture was noted. Thoratec was called by vad nurse and a non-grounded cable was issued. The pt was tested with the non-grounded cable and discharged. The pt expired approx 8 hrs after discharge.